Event description:
Complainant alleged that while attending to a pt, the device charged up by itself. Complainant did not indicate that there was any adverse effects to the pt due to the reported malfunction.